Manufacturer narrative:
The reported events of stylet could not be removed and detached connector pin were confirmed. As received, a complete lead with stuck stylet was returned in piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The connector cap was found intact in the connector assembly but was damaged consistent with procedural damage. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve and a portion of the connector cap to be pulled out through the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.

Event description:
During implant procedure, the stylet failed to separate from the left ventricular (lv) lead. While attempting to remove the stylet, the connector pin was damaged. A new lv lead and stylet were used to complete the procedure. The patient was stable.